Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 70 mg/dl. Prior to the event, the customer stated that he experienced blood glucose levels greater than 555 mg/dl due to the insulin pump not delivering. The customer declined troubleshooting, and stated he'd feel more comfortable with a replacement insulin pump.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.